Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 56-year-old female/male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp support was ongoing when the team noted an access site hematoma. The patient anatomy of a large pannus contributed to the injury. The team had surgery perform a cutdown and placed a wound vac to the site. The patient remains impella cp support for over 1 week to date.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, per clinical details, the patient had a hematoma due to a large pannus and anatomy complication. The pump was explanted in the operating room and surgery was done to place wound vac to resolve the bleeding. The cause of the access site bleeding issue was patient condition related due to the patient having a large pannus and obesity anatomy leading to bleeding issue per clinical review.